Event description:
The event occurred the evening of (B)(6) 2010. The pt was riding the scooter when the scooter collapsed and threw the pt off. The pt was admitted to ICU suffering from an apparent bleeding on the brain and passed away on either (B)(6) 2010 or (B)(6) 2010. Due to the possibility of litigation, (B)(4), the distributor of the scooter, has no further info at the time of this report. The family of the pt refuses to release or disclose any more details on this event. (B)(4) will update FDA when more info becomes available.